Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that there was battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested onsite support. The investigation is ongoing.

Manufacturer narrative:
H10: a field service engineer (fse) went onsite to investigate the issue. The fse confirmed that there was a circuit board error issue and required a replacement of the power management (pm) printed circuit board assembly (pcba), to resolve the issue. The fse replaced the pm pcba. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: corrected data: b5 philips received a complaint from the customer on the v60 indicating that there was a circuit board error issue. It was reported there was no patient involvement at the time the issue was discovered.